Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient stopped receiving therapy and received a message to replace the generator. The ipg was replaced and effective therapy was restored post operation.